Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose and the sensor updating alert. The customer has also reported an insulin flow block alarm. The customer reported a blood glucose value of 425 mg/dl and a sensor glucose value of 210 mg/dl. The sensor glucose and blood glucose difference is 215 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) mmt-7040c1. The customer reports receiving a sensor updating. Troubleshooting was performed for the sensor glucose vs blood glucose and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the high blood glucose and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed for the insulin flow blocked alarm and it is a past-resolved event. Troubleshooting was performed for the change sensor and the customer was advised to replace the sensor as the behavior had been occurring for longer than 3 hours. No further patient complications were reported. It was unknown whether the customer would continue to use of the device or not. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.